Event description:
It was reported that the insyte 20ga x 1.16in catheter separated at the hub and left the teflon in the vein. The patient was evaluated by the vascular surgeon staff, and discharged to return for surgery at a later date. The following information was provided by the initial reporter, translated from spanish to english: "when removing the peripheral venous access from the patient's forearm, only the catheter connection body comes out, leaving teflon in the vein. The physician responsible is advised to contact vascular surgeons. The part of the vialon catheter remains inside the vein." "Patient was evaluated by vascular surgeons staff, and due to covid-19 concerns she has received hospital discharge till she has been called again to be hospitalized when confirmed a date to perform the surgery to remove the device. The batch has been put on hold, and catheter hub has been discarded."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte 20ga x 1.16in catheter separated at the hub and left the teflon in the vein. The patient was evaluated by the vascular surgeon staff, and discharged to return for surgery at a later date. The following information was provided by the initial reporter, translated from spanish to english: "when removing the peripheral venous access from the patient's forearm, only the catheter connection body comes out, leaving teflon in the vein. The physician responsible is advised to contact vascular surgeons. The part of the vialon catheter remains inside the vein." "Patient was evaluated by vascular surgeons staff, and due to covid-19 concerns she has received hospital discharge till she has been called again to be hospitalized when confirmed a date to perform the surgery to remove the device. The batch has been put on hold, and catheter hub has been discarded."